Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following intraocular lens implant surgery. Additional info, including pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested 11/16/07 and 11/21/07 by mail, fax and phone. A completed questionnaire has not been returned.